Event description:
A physician attempted an arteriotomy closure of the left common femoral artery using a starclose device. Post procedure, the patient developed a pseudoaneurysm and was taken to surgery where hemostasis was achieved. The patient is currently doing fine.

Manufacturer narrative:
The device was not returned and there was not lot information. We were not able to perform device inspection or device history record review in this case.